Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 278mg/dl. The customer stated that the pump had to be checked because the screen kept going blank. It happened three times within a week and a half. The customer stated using brand new batteries but the screen still went blank. Troubleshooting was able to resolve the issue. It was noted that the following alarms were in the pump history: couple failed battery tests and weak battery. The customer was advised to monitor the pump. The device was not be returned for analysis.